Event description:
The pt was implanted with a left ventricular assist device. Approximately 4 months post implant, the pt reported hearing alarms. The pump power was approximately 16 watts and the pulsatility index was approximately 1.4. The anticoagulation level with an international normalized ratio (inr) of 2.8 was within therapeutic range and there were no signs of hemolysis observed prior to this event. An echo was performed which showed a very good ejection fraction of 40-45% with aortic velocity (aov) opening every beat and thrombus formations in the ventricle. It was reported that the pump stopped and that the hospital personnel exchanged the pt cable and power module without resolution. When the system controller was exchanged to the back-up system controller, the pump did not restart. The responsible surgeon spoke to the manufacturer's training and education manager about a "steal phenomenon" in blood flow due to lv recovery. In this situation, less blood volume would get pumped through the device and more flow would occur via the native aov. The hospital personnel are evaluating whether to explant the device for left ventricle (lv) recovery.

Manufacturer narrative:
The pt remains on lvad support pending evaluation to possibly explant the device for left ventricle (lv) recovery. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.